Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that "channel disconnected was displayed on screen. Htm states pump not sequestered so unable to validate concerns." Although requested, further information was not provided.